Event description:
It was reported that during insertion of the iab in the pt's femoral artery, difficulty was encountered advancing the hemostasis device. As a result, the iab was removed and replaced without any complications.